Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked total parenteral nutrition (tpn) from the y-site (clearlink) at a "brisk rate". This was observed during patient use. The issue was further described as, "visible drip from 2nd y site down from the spike". New intravenous fluids were ordered to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e4, g2 (add source), h3, h6, h10, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing was performed along with priming; no defects were observed that could generate the reported condition. Functional flow rate, gravity, flow rate using in-lab spectrum iq pump, and back pressure testing on the clearlinks were performed with no issues noted; the set met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.